Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated and customer complaint was confirmed via in-vitro qc test. Drift was detected on both signal off and reference off channel potentially due to damage to asic. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Event description:
On (B)(6) 2020, senseonics was made of an instance where user experienced high ambient alerts leading to sensor removal and replacement.